Event description:
Reported an IV catheter (bd) had been sent to them in 2002 by staff nurse. The catheter did not retract after use. Upon receiving this report in 1/2003, bd was notified of this occurrence. Lot # 381423. There was no pt or employee injury as reported by material service. Note rep will ask company to follow up with a letter stating findings per request.